Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the power supply on the unit failed. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 14mar2019. MFR site: correction. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the 24 volt power supply and the main harness and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.